Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother stated that her daughter had unexplained high blood glucose readings from the insulin pump. The customer's blood glucose reading was 571 mg/dl. The customer stated that her daughter had issues with high blood glucose the past few days. The mother stated that she got the sugar down with a shot, but it continued to go up. The customer was advised to change and fill the cannula back to 0.5. The customer's mother did not want to rewind while on phone and stated that she would change it back. The customer was advised to press act and let it run in order to set the pump. The customer was advised to contact her health care provider per her high blood glucose readings.